Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr checked regulator for proper installation. It appears to be installed correctly. Will order new blender. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has an oxygen range error. At this time, there is no information regarding patient involvement associated with the reported event.